Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system would not invalidate the home. To resolve the reported issue; two switches were adjusted, the top dingus was adjusted and the rotor motion controller was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion controller has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system gantry could not complete motion when prompted by the user. Additionally the system could not complete motion calibrations. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: the gantry motion controller was returned to medtronic unused indicating that the component was not replaced. Correction: the power enclosure for the imaging system was replaced.